Event description:
It was reported by the registered nurse (rn) that air was observed in the drain line of the automated peritoneal dialysis (apd) set with cassette. This was found during apd therapy on the homechoice (hc) device, during the initial drain while the home patient (hp) was connected. The rn had the hp disconnect from the hc. The rn wanted to start therapy over with all new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.